Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 70 mg/dl and 114 mg/dl. Customer was found unresponsive by her husband, who gave her a shot of glucophage. Fifteen minutes later, her reading was 70 mg/dl. Another 10 minutes later, her reading was 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.